Event description:
Information received indicating that a cadd solis hpca pump was failing accuracy rate. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd solis hpca pump was returned for analysis due to a failing the accuracy rate. The accuracy test was performed. The delivery accuracy tests found the pump to be out of the published specification of plus or minus 6 percent . The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range.